Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reasons. Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.